Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation determined that the error messages (sf101 and sf218) was due to water damage in the pneumatic block and oxygen sensor. The pneumatic block and oxygen sensor will be replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error messages (sf101 and sf218) related to pressure measurement and a main board issue. There was no patient injury reported as a result of this incident.